Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal was bubbled and unattached. The event occurred during testing. There was no patient involvement and harm.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device was visually inspected. A torn downstream occlusion (dso) and upstream occlusion (uso) seals was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The dso and uso seal were both replaced. The device passed all functional testing after repair and was returned to the customer.